Manufacturer narrative:
Date of report: 08sep2021.

Event description:
The customer called into technical support (ts) reporting that the device has displayed diagnostic code 110b proximal pressure is not measured and pressure-related alarms are compromised. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised customer the recommended repair would be to replace the proximal auto-zero solenoid (sol 3 and sol 4) or the da pcba. Biomed has advised they would like to send the unit in for a bench repair. Bench confirmed code 110b in event logs. Internal inspection revealed solenoids 1, 2, 3, and 4 were not plugged into data acquisition board. Bench repair reseated data acquisition board and performed performance verification testing and replaced pm kit and box.